Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with having to change out their set multiple times. The customer states they have had to change out set due to high blood glucose levels. The customer's blood glucose level was 450mg/dl. The customer states they treated the highs with manual injections. The customer declined to troubleshoot for the highs and wishes to try set with longer cannulas.